Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "persistent drain task incomplete alarms despite manual purge - iabp console exchanged". No patient harm or injury.